Manufacturer narrative:
A visual evaluation of the returned device revealed the proximal end of the push catheter was buckled near the luer hub. The guide catheter was broken and stretched. The proximal piece of the guide catheter remained inside the push catheter. The distal piece of guide catheter with the tip, the stent and the suture were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient with moderately tortuous anatomy. During the procedure, the guide catheter became stretched and separated. The device was removed from the patient and the stent was unable to be deployed. The device was removed in one piece as the guide catheter breakage occurred within the push catheter. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient with moderately tortuous anatomy (patient age, sex, weight, and event date are unknown). During the procedure, the guide catheter became stretched and separated. The device was removed from the patient and the stent was unable to be deployed. The device was removed in one piece as the guide catheter breakage occurred within the push catheter. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information is received, a supplemental medwatch will be filed.